Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure it was observed that the motor device was overheating. It was reported that there was a 5 minute delay to the scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for hand control assessment, rotational speed assessment, motor thermistor assessment and loctite & cable assessment. It was noted that the cable/cord/wiring was damaged, the motor had too little power and the motor and control were defective on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.